Event description:
It was reported that device entrapment occurred. The 70% stenosed target lesion was located in a mildly tortuous and mildly calcified mid left anterior descending artery. The opticross 6 hd imaging catheter was advanced for ultrasound examination of the target lesion. After recording successfully, catheter retraction was attempted but the catheter was bound to the guidewire. The devices were removed together and the vessel was re-wired, which lengthened the time of the procedure considerably. There were no patient complications reported.